Manufacturer narrative:
Continued from d10: dtpa2qq crt-d; implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The patient requested that the lv lead be removed. During the lead explant procedure the lv lead fragmented and the distal portion of the lead was left in the patient. No further patient complications have been reported as a result of this event.